Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6), product type: catheter. Product ID: 8578, serial# (B)(4)k, implanted: (B)(6), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturers representative (rep) regarding a patient who was receiving clonidine, tetracaine (unknown dose and concentration) and dilaudid ( concentration 60 mg/ml, dose 14 mg/day) via an implantable pump for spinal pain. A catheter event was confirmed, they were doing a dye study and could not aspirate, they did a small bolus of 0.1 mg and did not see the rollers move, the technical service agent confirmed that with a concentration of 60 mg/ml, they would not see noticeable movement of the rollers with that amount of volume. It was further confirmed that the roller study priming bolus amount would be 0.01ml and a single bolus amount would be 0.6 mg if they wanted to try to see the rollers turn 60 degrees. The roller study was performed and it was confirmed that the rollers were turning so a catheter revision was scheduled for (B)(6). There were no symptoms mentioned. No further complications were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the plan was to replace the catheter on 2017 (B)(6) and the pump would be filled with a lower concentration. It was later reported that the 60 mg/ml dilaudid would be replaced with 2 mg/ml dilaudid and the desired dose was 0.2 mg/day. They were considering doing a sort of "back table prime" assuming the pump might stay in the pocket while the 0.3 ml prime was run. It was suggested maybe placing a sterile gauze pad to catch the drug. It was later reported that the catheter was revised on 2017 (B)(6) as planned and the entire catheter was replaced. The hcp decided to leave part of the spinal segment in the patient because it was too difficult to get to and the rest of the catheter was discarded. When asked if the cause of the inability to aspirate was determined, it was stated that it looked like the catheter somehow broke. No further issues were reported or anticipated.